Event description:
It was reported that urine was leaking from the connection between the foley catheter and the bag.

Manufacturer narrative:
The reported event is unconfirmed. Received 1 urine meter bag with inlet tube, sample port connector and an all silicone foley catheter attached. Verified date code 0225j. Verified material number for catheter 119314 and manufacturing lot number ngjw2609. Visual inspection noted no obvious observations. The urine lumen was filled with water and no leakage was present. The reported event could not be duplicated. As the reported event is unconfirmed, a risk and labeling review is not required. A review of the device history record was not necessary due to the reported event being unconfirmed. Based on the investigation results no additional action is required at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine was leaking from the connection between the foley catheter and the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine was leaking from the connection between the foley catheter and the bag.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Corrections: d, e, g, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.